Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warnings: discontinue use if an allergic reaction occurs." "Precautions: not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter experiencing skin irritation or breakdown at the site". " recommendations: ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. Properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients. Assess device placement and patient¿s skin at least every 2 hours. Replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. Change suction tubing per hospital protocol or at least every thirty (30) days". Correction: b, e h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that there was a significant amount of pressure or suction (vacuum) with their purewick urine collection system, which was purchased on 09sep2022 and was still under the 1-year warranty. The noise of the machine was slightly higher than it was before last friday. The customer tested the suction by themselves before calling the representative and redid the testing with representative over the phone. By testing the suction over their hand and definitely mentioned that the suction was higher now than it was when they purchased it. Since they noticed this increase in suction, they stopped using the system and called the representative. No leakage accident happened. They used the machine just like they used to before, same power outlet, no extension cable. The only thing that happened, is that the patient stopped using the machine for about a week, due to skin issue and a urinary tract infection. After verification with the customer and with the distributor, the representative noticed that the customer placed their recurrent orders accordingly to replace the canister and tubing set like recommended. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown. Per additional information received via mail on 09feb2023, it was reported that the customer received a new device that works well and has shipped old device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there was a significant amount of pressure or suction (vacuum) with their purewick urine collection system, which was purchased on (B)(6) 2022 and was still under the 1-year warranty. The noise of the machine was slightly higher than it was before last friday. The customer tested the suction by themselves before calling the representative and redid the testing with representative over the phone. By testing the suction over their hand and definitely mentioned that the suction was higher now than it was when they purchased it. Since they noticed this increase in suction, they stopped using the system and called the representative. No leakage accident happened. They used the machine just like they used to before, same power outlet, no extension cable. The only thing that happened, is that the patient stopped using the machine for about a week, due to skin issue and a urinary tract infection. After verification with the customer and with the distributor, the representative noticed that the customer placed their recurrent orders accordingly to replace the canister and tubing set like recommended. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown.